Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR #1219856-2010-00378 for the first event and MDR #1219856-2010-00380 for the third event involving the same pt. It was reported that this was an emergent intra-aortic balloon (iab) insertion and the pt was heading to the operating room after the iab was inserted. While in the cath lab the second iab was prepped and the super arrow-flex (saf) sheath was inserted into the pt's femoral artery over the same spring wire guide (swg). The md could not insert the iab through the saf sheath. As a result, the md removed the saf sheath and iab as one unit. The md made a request for a third iab. There was not a reported pt death. The pt was not injured and medical/surgical intervention was not required. Therapy was delayed/interrupted for 15 minutes total. The pt's outcome is listed as fine.